Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on posterior due to fold flaw opening. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.